Event description:
The pt was admitted for a procedure in 2008 with an 80% lesion in the proximal left anterior descending (lad) branch and a 90% lesion in the distal lad branch. The lesion was de novo and heavily calcified. It was noted that the vessel was slightly tortuous. The distal lad branch was pre-dilated and a 3.0 x 18mm cypher stent was being delivered to the lesion, but it would not cross the lesion due to severe calcification. Therefore, pre-dilation was conducted again, the system was exchanged and the cypher was re-delivered, but it did not cross. Although, the physician could not confirm clearly under coronary angiography, something resembling a vessel dissection appeared at the proximal end of the distal lad. The dissection probably occurred while attempting to deliver the cypher. In order to treat the dissection, the physician implanted a 2.5 x 28mm cypher. Then another cypher was implanted in the proximal lad and the procedure was successfully completed. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This japan cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.